Manufacturer narrative:
(B)(4) device not returned. Additional manufacturer narrative: (B)(4) 2011 requested copy of echo on cd along with patient medical history, operative report, explant date and s/n of device. A 2nd device, implanted in the mitral position, was also explanted same date. Requested confirmation of possible infection to explain early explant, prior history of calcification, etc. DHR cannot be done until the serial number is known. Requesting permission to dismantle the device for s/n post eval.

Event description:
Surgeon's response "valve has been explanted because 1 year echo showed severe valvular mitral regurgitation."

Manufacturer narrative:
Evaluation summary attached: (B)(6) 2011 as received, the valve exhibit heavy host tissue overgrowth. Host tissue growth covered leaflets 2 and 3, at the inflow and outflow aspect. Host tissue curled the free margins, and folded the tissue over the outflow aspect leading to a large gap at the coaptation region. Leaflet 1 has similar characteristics in appearance. However, cut in the host tissue layer onto leaflet 1, suggest that some of the host tissue overgrowth layer at the outflow aspect was removed. Host tissue restricted mobility in the leaflets and led to incomplete coaptation. At commissure 2, chordae tendinae is detected as fused to the valve by host tissue overgrowth. A section of the sewing ring is cut off at leaflet 3, which exposed the wireform. No inconsistencies detected in the x-ray, as the wireform is intact. Additional manufacturer narrative: (B)(6) 2011 the DHR review was completed. This device passed all manufacturing and sterilization inspections with no nonconformance. The surgeon's report indicated that no additional information would be provided. Without additional information regarding the patient history, we are unable to conclusively determine the root cause for explant of this device. Corrected data: method: (B)(4) x-ray. Date user facility became aware of event were updated based on the surgeon's response.

Event description:
Reportedly, a mitral valve, implanted in the tricuspid position, was explanted after an implant duration of approximately 11 months for unknown reasons. Patient had a 2nd device explanted at the same time from the mitral position for regurgitation. No additional information has been provided.